Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / endoloop ligature, involved contributed to the adverse events described in the article?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic appendectomy procedure on unknown date and the suture was used for the closure of the appendicular stump to secure appendiceal base. Following the procedure, the patient experienced wound infection, intra-abdominal abscess and/or fever lasting more than three days. It was possible that the patient underwent a re-operation. Additional information has been requested.

Manufacturer narrative:
Corrected information: - additional information was received. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
Additional narrative: the physician from the study said that no significant differences were observed while doing the study when compared to polymeric clips except of the shorter time to apply them and price difference. All other events were due to the normal patient behavior and conditions that go into the statistical average. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? - there were no previously reported cases discussed in the article does the surgeon believe that ethicon products / endoloop ligature, involved contributed to the adverse events described in the article - no , the surgeon believes that some conditions are normal regardless what are the materials used and as he states in the study, they happened in both cases and could occur in both cases, depending on the condition of the patient please advise if the surgeon believes that ethicon products / ultracision, other post-operative complications (see below) were a result of problems with the ethicon devices or if the author believes the ethicon devices caused any of these complications. - no, surgeon does not believe our instruments are a cause of and postoperative complication. Provide product code and lot. - n/a can specific patient demographics be provided for each of the subjects of this article? - unfortunately not